Event description:
The international customer reported when using the device in s/t mode, ipap pressure was absent and there was no ventilation. The customer reported the unit was in use on a patient and there was no patient harm. An absence of inspiratory pressure during normal ventilation operation may result in patient hypoventilation. The manufacturers service technician performed pressure accuracy testing and confirmed that pressure testing operated to specifications. Final checkout and testing was performed to operating specifications and confirmed no occurrence of the reported problem.